Event description:
At the completion of a routine laparoscopic tubal sterilization using the falope-ring band and applicator system (contraceptive tubal occlusion device and introducer), when the surgeon was removing the applicator from the abdominal cavity, the forceps rod assembly separated from the applicator and fell into the abdominal cavity. The surgeon was able to retrieve the forceps rod assembly through the initial incision. No additional surgery was required.